Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). A manual injection was delivered to address bg level. A system check with tandem technical support indicated the pump was performing as expected; however, a button alarm was noted in the pump history earlier in the day according to the customer, the button alarm did not have any impact on their bg levels. Customer was reminded to keep items from pressing the button and recommendation was made to consult their health care provider to discuss diabetes management.